Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure no capture was noted on the right ventricular (rv) lead although several sites were attempted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.